Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not see their bolus of 19 units on the insulin pump's history. The customer had experienced a high blood glucose level of 441 mg/dl during 12:05 pm and it then rose to 547 mg/dl. By 6pm the customer's blood glucose level was 225 mg/dl. The customer treated their high blood glucose with a bolus of that unit amount but late at night the customer had received an insulin flow blocked alarm. The customer moved the tubing and the message did not re-occur. The issue was resolved with a complete change of reservoir and infusion set. The customer will return the reservoir and infusion set and will be sent a replacement.